Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a case, the nurse was shocked when touching the aida bella smartscreen. No other information was provided, other than there was no injury to the nurse nor the patient reported, nor any other impact to the procedure.

Manufacturer narrative:
Correction: corrected the UDI number in section b4. Per evaluation by the service tech conducted in the field: product inspection: the issue reported was the nurse got shocked during a case and the smartscreen on the unit went black. The power indicators on the wd300 appears to be both lit. The biomed technician checked the unit out and they reported that it is functioning properly and they did not get shocked. The service technician was onsite for another ticket was able to check the unit and confirmed the same reported findings as the biomed tech. No problem found. The product is functioning as intended. No further reports of issues since the initial report per karl storz service technician. This event is filed under internal complaint ID (B)(4).